Event description:
This is filed to report a perforation and pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. It was noted the transseptal needle had difficulties crossing the septum. After crossing the septum, a perforation on the posterior wall was observed, causing a pericardial effusion was observed. It was noted the echo sonographer had difficulty locating the transseptal needle. Therefore, the needle was retracted and a second transseptal puncture was performed. The steerable guide catheter (sgc) was inserted, but worsened the effusion. Therefore, the sgc was removed and pericardiocentesis was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be related to the septal perforation. The reported perforation (septal wall) was due to procedural conditions during the use of transseptal needle. The reported patient effects of perforation and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.